Event description:
The device was returned to the service center for a report from the customer contact that the device will not turn on with batteries. This is not a reportable malfunction. However, during verification testing at the service center, corrosion was found in the battery compartment, battery door assembly and on the middle printed circuit board from battery leakage.

Manufacturer narrative:
During testing, battery leakage and fluid spillage was noted on the battery compartment, battery door, battery contact, middle and bottom printed circuit board, metal case, and bottom cap. The probable cause was due to leakage from the disposable batteries. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.